Event description:
A pt (age and gender unknown) had therapeutic procedure for treatment of a bleeding gastric ulcer. The hemoclip device would not release once it clamped the vessel. Attempts to remove the device resulted in the hemoclip being pulled off of the vessel. The clinician then cauterized the area and the pt was sent to surgery. According to the physician, surgical intervention was imminent, regardless of the clip issue and cauterization status. There is no further information available at this time. The complainant has indicated that the device will not be returned for evaluation; therfore, a failure analysis is not available. Co is not able to determine if the device met specification.